Event description:
It was reported that a patient had a device implanted in 2001 and her device hadn¿t worked in years. She knew she was supposed to have the battery changed every few years. She had pain at the implant site and had numerous medical problems that came up with no explanation. The patient wondered if it was possible that the battery could have corroded and was leaking in her body since it had never been replaced. She seemed to have some type of infection that wouldn¿t go away. She¿d heard that the skin told what was going on inside and she was continually having skin infections. The patient would do well on strong antibiotics, but as soon as she stopped, the infection came back strong. It was like it was coming from somewhere deep in her body and she wondered if it could be possible. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3080, lot # j0124540v, implanted: (B)(6) 2001, product type lead. (B)(4).